Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. One day after the event onset, the patient was treated with vancomycin (2gm route and frequency not reported) and fortum (1gm route and frequency not reported) for peritonitis. At the time of this report, the patient's recovery status was unknown. The action taken with dianeal therapy was not reported. No additional information is available.